Event description:
Customer reported an issue with touchscreen responsiveness, specifically that the pump screen was frozen and would not respond to input, preventing interaction with the device. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.